Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the customer in resetting the pump. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any malfunction codes reappear.